Manufacturer narrative:
The device was not returned to olympus for evaluation to confirm the customer's complaint. A physical inspection could not be completed. To remediate tip fracture, a change in design and material of the tip has been implemented. A review of the device history record could not be performed because the lot number was not provided. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. A definitive root cause cannot be identified. Olympus will continue to monitor the field performance of this device.

Event description:
A user facility reported that during a procedure, while the hysteroscope was inside the patient, the plastic tip of the sheath broke into 3 pieces. All the pieces were retrieved from the patient. This is the second incident. There was no patient injury or adverse event reported to olympus.